Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer had lunch and wanted to give a bolus. Customer pressed the b button and then the act button. Customer stated that the buttons stopped reacting. Customer took the battery out and put it back in but it did not help. Customer stated that the pump has an alarm and a full circle on the display. Customer did not check his blood glucose. Customer's blood glucose as now 9 mmol/l and he stated that he treated with an insulin pen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm, full circle anomaly or unexpected audio/beep anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked case near reservoir tube window.